Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming vent inop fault. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The vent-inop issue was caused by bad calibration exhalation valve. This issue will be internally investigated within vyaire.